Manufacturer narrative:
Return requested. Replacement computer shipped to site 12-18-2015. Medtronic investigation of returned suspect computer finds that no flickering on the monitor or slowness in the cranial application was observed during testing. The computer passed all tests per rpi specifications. Device found to be fully functional. Reported issue could not be replicated.

Event description:
A medtronic representative reported that during a procedure, the monitors on the navigation system flickered and the system had to be restarted to proceed. No patient impact was reported. No additional details were provided.